Manufacturer narrative:
Additional information: d9 the product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results product was noted to have been received and in glidewell's possession; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Root cause description the root cause could not be determined. A potential root cause could be due to excessive bruxism which could have caused to break off manufacturer reference #: comp-(B)(4).

Event description:
Additional information received reported that there was no permanent patient injury and the patient did not require any additional medical/surgical procedure. The patient followed cleaning and storage directions. The appliance was not replaced.

Manufacturer narrative:
Additional information: a3, a4, a6, b5, h6. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: a2, b3, b5. Manufacturer reference #: (B)(4).

Event description:
The reported event occurred on 12/29/2025 and the patient stopped using the device the same day.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Requests for additional information has been made but, to date, no response has been received. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that the silene nite 3d device had a fractured anchor. No additional information was provided.